Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
On (B)(6) 2018 the customer reported a serious injury at 9:06am ((B)(6) 2018) for the patient in room (B)(6). The problem reported was that there was a yellow alarm for low blood pressure but there had been no red alarms at the bedside or the central station. The customer stated that the bedside monitor (and the central station) alarms with a yellow alarm when the mean arterial pressure decreases below 65 mmhg. The mean pressure had continued to go down but no red alarm had been annunciated. Two site doctors confirmed that when the incident (electromechanical dissociation) occurred, the abp pressure was a flat pressure with a residual pressure around 40 mmhg ( can be below, maybe above). They could not confirm the exact mean pressure displayed by the monitor but confirm that it was not zero (0). The patient survived but surgery was required. Two site doctors confirm that when the incident (electromechanical dissociation) occurred, the abp pressure was a flat pressure with a residual pressure around 40 mmhg ( can be below, maybe above). They could not confirm the exact mean pressure displayed by the monitor but confirmed that it was not 0. The patient went into cardiac arrest.

Manufacturer narrative:
Alarm logs were submitted to philips, and were reviewed by a philips complaint investigator (ci). The alarm logs show that an alarm was produced for a blood pressure alarm (pam low) at 9:09:27am. The log shows the red alarm being silenced at 9:09:40am. Beginning at 9:10:36 multiple red alarms can be seen, including pam low, desat, and tachy alarms. It is considered that the central station was a factor in the delay in treatment although the central station alarm logs show that three star red alarms were provided and there is no data to support that a device malfunction occurred. No parts were ordered and no repair was warranted. A philips field service engineer (fse) went to the customer site, and found the central station was operational, and was still being used by the customer. No testing was performed on the central station. The device remains at the customer site. No subsequent calls were logged for this device/issue. Subsequently the central station was upgraded to piic ix revision b.0 and the bedside intellivue monitors were upgraded to revision m.0. A response letter was provided. No further investigation is warranted at this time.